Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during drain four of four of peritoneal dialysis therapy. The patient was connected. Troubleshooting determined the patient disconnected during therapy without using proper aseptic technique and reconnected after the alarm occurred. The technical service representative (tsr) assisted the patient in clearing the alarm and in ending therapy. The tsr reviewed proper procedures with the patient. The patient would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient improperly disconnected during therapy, then reconnected and this is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.